Manufacturer narrative:
Pc-(B)(4). Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2018 through (B)(4) 2018.

Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2018 through march 31, 2018 supplemental 02 - attachment: [04-30-2018 otn supplemental 02.xlsx]

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. E2013037. Reporting period february 1, 2018 through march 31, 2018 total number of events (B)(4). Tension free vaginal tape ;tension free vaginal tape ¿ abbrevo;tension free vaginal tape ¿ abdominal ;tension free vaginal tape ¿ exact;tension free vaginal tape ¿ obturator ;tension free vaginal tape ¿ retropubic .

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced pain and exposed mesh. It was reported that the patient underwent mesh removal on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/26/2018 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2018 through march 31, 2018 supplemental 01 - attachment: [04-30-2018 otn supplemental 01.xlsx]

Manufacturer narrative:
Date sent to FDA: 12/27/2018 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2018 through march 31, 2018 supplemental 04 - attachment: [04-30-2018 otn supplemental 04.xlsx]

Manufacturer narrative:
Date sent to FDA: 02/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018 through march 31, 2018.

Manufacturer narrative:
Date sent to FDA: 4/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018 through march 31, 2018.

Manufacturer narrative:
Date sent to FDA: 08/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018 through march 31, 2018.

Manufacturer narrative:
Date sent to FDA: 10/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018 through march 31, 2018.

Manufacturer narrative:
Date sent to the FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018 through march 31, 2018.

Manufacturer narrative:
Date sent to FDA: 2/18/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018 through march 31, 2018.

Manufacturer narrative:
Date sent to FDA: 04/21/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018 through march 31, 2018.

Manufacturer narrative:
Date sent to FDA: 06/23/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018 through march 31, 2018.

Manufacturer narrative:
Date sent to the FDA: 10/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018 through march 31, 2018.

Manufacturer narrative:
Date sent to FDA: 02/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018, through march 31, 2018.

Manufacturer narrative:
Date sent to FDA: 04/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2018 through march 31, 2018.